Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive an alert on the continuous glucose monitor (cgm) as expected. There was no reported impact to customer's blood glucose level. Customer declined to upload the pump data logs for further review from tandem technical support to be performed.